Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. Inconsistent thresholds and sensing were noted. It was also reported that the right atrial (ra) lead exhibited inconsistent thresholds and sensing as well as oversensing. Both leads were scheduled for revision. No patient complications have been reported as a result of this event.